Manufacturer narrative:
Investigation summary: customer returned (23) loose 1cc, 8mm syringes. Customer states that the scale markings are off. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications without any observed defects. A review of the device history record was completed for batch# 8071596. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for missing print. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that consumer found several bd insulin syringes with the bd ultra-fine¿ needle that had "the scale markings off or he feels incorrect".